Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left anterior descending artery. An unspecified stent had been implanted; however, due to poor apposition a 2.75x12mm nc trek balloon dilatation catheter was advanced and inflated twice to 16 atmospheres to fully appose the stent. The bdc fully deflated; however, did not fold back properly and resistance was felt with the 7f guide catheter during removal of the bdc. After removing the bdc the shaft was noted to be bent. It was also noted that resistance was felt when removing the protective sheath. Another device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequently, after the initial report was filed it was noted there was difficulty felt when removing the stylet. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported bend was confirmed; however, the reported failure to fold could not be confirmed. The reported difficulty removing the stylet/mandrel and protective sheath could not be replicated in a testing environment because the components were not returned for analysis. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported failure to fold, difficulty removing the stylet/mandrel, protective sheath, or the device from the guiding catheter; however, the reported bend appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.